Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale markings were missing on the bd¿ syringe 60 ml luer slip tip. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: syringe 60ml without graduation in all its extension.

Manufacturer narrative:
H6: investigation summary it was reported the syringe was received without the graduation scale. To aid in the investigation, one video was provided for evaluation by our quality team. The video shows a syringe with no scale markings. No other defects or imperfections were observed. This defect could occur during the syringe barrel printing process inducing the symptom reported. A device history record review was completed for provided material number 302829, lot number 9182654. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that scale markings were missing on the bd¿ syringe 60 ml luer slip tip. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe 60ml without graduation in all its extension.